Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeon felt movement on mayfield modified skull clamp (a1059) when it was locked. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the lock having movement and requiring replacement of worn internal parts. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2000). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.